Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, serious injury-over infusion was not determined the reported issue that there was the pump issue, serious injury-over infusion could not be confirmed no further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving overdose, unexpected medical intervention, intensive care, excess flow or over-infusion, defective component, device not returned, no findings available, cause not established.